Manufacturer narrative:
Manufacturer¿s investigation conclusion: examination of the inflow cannula lumen revealed a thin, tissue-like deposition, consistent with normal tissue ingrowth, along the proximal edge. Inspection of the remainder of the inflow cannula lumen revealed small pink islands of soft deposition. Although a specific cause for these depositions could not be conclusively determined, they were minimally obstructive to the blood flow path, suggesting that they were unlikely to have contributed to a flow or functional issue. A direct correlation between heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively determined through this evaluation. (B)(6) was returned assembled with the pump cable severed approximately 9.5¿ from the pump header. The distal portion of the pump cable and the modular cable were not returned. The outflow graft was returned attached to the pump cover outlet port with the outflow graft bend relief engaged to the graft hardware. The bend relief had been severed at the hardware. The apical cuff was returned properly engaged with the cuff lock. Upon disassembly of the returned pump, examination of the blood-contacting surfaces revealed no evidence of developed or adhered depositions or thrombus formations that would have contributed to a flow or functional issue. Visual inspection of the pump rotor and rotor well did not reveal any obvious surface scratches or defects. The left ventricular assist device (lvad) event and periodic log files retrieved from the returned device appeared to capture the device functioning as intended. (B)(6) was cleaned, rebuilt, and functionally tested on a mock circulatory loop. The device operated as intended and in accordance with manufacturing specifications. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C, and the heartmate 3 patient handbook, rev. D, are currently available. Section 1 of the IFU, ¿introduction¿, lists adverse events, including device thrombosis, that may be associated with the use of the heartmate 3 left ventricular assist system. Section 5 of the IFU, ¿surgical procedures¿, explains that moderate to severe aortic insufficiency must be corrected at the time of device implant. This section also states that if the aortic insufficiency is not addressed, the device will not be able to provide the intended flow. Section 6 of the IFU, ¿patient care and management¿, lists thromboembolism as a potential late postimplant complication. Additionally, this section, under ¿anticoagulation¿, provides the recommended anticoagulation regimen, including inr values, as well as suggested anticoagulation modifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was transplanted due to aortic insufficiency. Right heart catheterization completed on (B)(6) 2024 showed persistently elevated biventricular filling pressures and moderately reduced cardiac index. There was a large differential documented between the patient's estimated left ventricular assist device flows and calculated flows based on fick and thermal dilution of nearly 2 liters per minute. The patient was placed on inotropic support with a milrinone infusion of 0.375 micrograms/kilogram/minute. The device would be returned.